Event description:
The patient received less IV fluid than intended. At an uspecified time, the pump was programmed to deliver an unspecified IV solution at a rate of 99ml/hr with an unspecified "high volume to be infused (vtbi) and the delivery was started. No further programming parameters were provided. The nurse reported that the pump completed the delivery in two hours instead of an expected one hour. At an unspecified time, the pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. During testing by a third party biomedical engineer, the device passed testing for delivery accuracy. Though requested, no additional information was provided.